Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged liquid-crystal display (lcd) and cosmetic damages on the enclosure and front cover, missing tank fill cap and aux outlet label. The reported problem was duplicated. The root cause of the reported issue was found to be the lcd contained liquid crystal leakage. Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the device had a bad liquid-crystal display (lcd). No patient injury was reported.